Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced bleeding from off-label insertion site. At the time patient was taking a anticoagulant. Patient's husband took patient to the emergency room to stop the bleeding. Patient was later released. At the time of the call, patient reported being fine.